Event description:
A consumer reported that the patient felt an electric current on their feet after implant. The patient did not have a 50 percent or more reduction in symptoms. The cause of the event was unknown and it was unknown if any troubleshooting was done. The patient wanted to improve their symptoms. The patient's indication for use is intractable low back pain.

Event description:
Additional information reported it was unknown what actions or interventions were taken to resolve the issue. However, the patient felt pain relief and was receiving effective therapy.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.